Event description:
It was reported that this pacemaker system exhibited high out-of-range right ventricular (rv) pacing lead measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The device was re-programmed to bipolar and impedances still measured greater than 3,000 ohms. Technical services provided programming options. At this time, the system remains in service. No adverse patient effects were reported.